Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 38 x 2.75mm promus elite drug-eluting stent was implanted for treatment and was post dilated with a 3.0 balloon at 12 atmospheres. However, during post dilatation, it was observed that the stent was fractured, looked like the distal and mid part are separated with each crown. Subsequently, the physician deployed another stent to seal the fractured stent. The procedure was completed with no patient complications reported.